Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. A lead fracture was suspected. Reprogramming was performed to resolve the event. Diagnostic imaging is anticipated but has not yet been performed. The patient was stable.